Event description:
It was reported that device interrogation revealed increased high voltage lead impedance. The lead was explanted and replaced. Fluoroscopy revealed externalized conductors. No further information is available.